Event description:
This (B) (6) female pt with interstitial cystitis began experiencing discomfort related to the interstim device. A first and second stage interstim were initally implanted four months ago.the pt complained of a shocking type of sensation in her vaginal and suprapubic area last month to her urologist. Multiple adjustments were performed, the settings were changed and the unit was turned off. Despite having the unit turned off, the pt still experienced the shocking sensation. The device was removed surgically last month. There were no obvious abnormalities noted upon removal of the device. The local medtronic representative as well as the national office were notified and the response follows: this is not something that they were used to dealing with, but if there was any doubt, then the interstim needed to be removed.